Event description:
Description/event details: the following was reported via email: the problem apparently still exists per customer: my colleagues and I have now had further affected injections in the course of the day. So far, there have been a total of 17 syringes. Information reflected in initial record: on some 50 ml syringes, the rubber stopper is slightly misshapen and does not close flush at the top.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: seventeen samples were provided to our quality team for evaluation. Upon visual inspection, all stoppers were confirmed to be properly assembled, with no signs of damage or defects observed. The small space between the stopper and the base of the syringe¿referred to as "dead space"¿is a standard design feature in accordance with iso 7886-1. This residual volume is accounted for within the syringe¿s measurement scale. The stopper component is sourced from an external supplier. Incoming inspections are conducted per our established procedures, and no issues related to this incident were identified during these inspections. A comprehensive device history record (DHR) review was completed for the reported lot (2406049). No deviations or non-conformances were found during the manufacturing process that could have contributed to the reported concern. Additionally, retained samples from the same lot were evaluated, and no damage or defects were identified in any of the stoppers. Based on the findings of our investigation, no abnormalities were detected in the samples provided, therefore we cannot identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.